Manufacturer narrative:
Product event summary: data files were returned and analyzed. Data files showed that the system notice indicating that the refrigerant delivery path was obstructed (#50012) occurred during the procedure. There were multiple injections with the catheter from injection 1 through 8. Also, the product issue reported (50012) is not likely to cause or contribute to a death or serious injury; however, the risk of the patient being under general anesthesia without full therapeutic effect is the adverse event being reported. The decision to abort the procedure without use of alternate therapy was based upon the medical judgment of the physician. In conclusion, the reported system notice indicating that the refrigerant delivery path was obstructed was confirmed through data file analysis. The console remains in the field.

Event description:
It was reported that during a cryoablation procedure, a system notice was received indicating that the refrigerant delivery path was obstructed. The catheter was reconnected and the coaxial umbilical cable was replaced without resolve. It was noted that multiple attempts were taken without resolve. The case was aborted while the patient was under general anesthesia. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.